Event description:
It was reported to tyco healthcare/kendall the a customer had a problem with a kangaroo pet enteral feeding pump. According to the customer the pump was set up for an overnight infusion, but 2 1/2 hours later when the customer checked on the pt the entire volume had infused. The customer stated the approx 700cc had infused. The pt was taken to a local emergency dept evaluated and released.